Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that battery life of insulin pump was diminished and insulin pump makes grinding noise during rewind. The device will not return for analysis.